Manufacturer narrative:
The associated complaint device was not returned. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that surgeon placed im rod into the femur firmly and became stuck in the canal with t-handle very firmly and rod wouldn¿t come out used more force rod, came out. Rod is bent and ridges are twisted.